Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the first thv valve implanted. Please reference related manufacturer report 2015691-2020-14996 additional information was received. Section b7 was updated. Per the patient¿s medical records, approximately 2 years post implant of a 23mm sapien 3 valve in the aortic position, moderate to severe pvl was observed. Bav with a 23mm non-edwards balloon was performed leaving the sapien 3 with mild central ai. A 23mm sapien 3 ultra valve was placed within the existing with 2cc of additional inflation volume. The pvl was reduced to minimal. On post-operative day 1, the patient developed third degree heart block and a permanent pacemaker was implanted.

Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), valve malposition requiring intervention, paravalvular leak (pvl), and central regurgitation are known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The valve initially being implanted too aortic was a likely contributing factor for the pvl. Per the report, the cai was caused by the post-dilation performed. The cause for the valve initially being implanted too aortic could not be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 2 year post implant of a 23mm sapien 3 valve in the aortic position, a second 23mm sapien 3 valve was implanted. The patient¿s follow-up ttes showed moderate pvl and the patient eventually developed symptoms of heart failure. The first valve was noted to be implanted high in a 95:5 aortic/ventricular position on the ncc side. The original annulus measurement was not oversized for a 23mm valve. The valve was post-dilated using a 23mm balloon, which resolved the pvl, but caused a central leak. A second 23mm sapien 3 valve was implanted with 2cc of additional inflation volume, resulting in no pvl or cai.